Event description:
The customer reported tha an end tone, indicating an completed seal cycle, was heard, but sealing did not appear to be complete. Another device was used to complete the procedure without issue. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.